Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the tamper seal to be broken. There was no evidence to review in the event history log. Three accuracy tests were performed for functional testing. Upon review, the reported problem was duplicated. It was determined that the expulsor was the root cause. To correct the issue, the expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the volume test fell below 18.8 ml 4 times after switching different sets and gave values from 18.5-18.6 ml. There was no patient involvement.